Event description:
The following was reported to hamilton medical ag: summary: technical event: (B)(4) was reported.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: rootcause: esm board defective. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 246018 was reported.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: investigation ongoing.